Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker had an episode of syncope while the device was being adjusted. Patient reported that before seeing the health care physician at the clinic, someone attempted to adjust the pacemaker which led to patient having episode of syncope. Patient did not have any information about what was being adjusted with the device, but it may have been related to checking the batteries. This device remains in service and no additional adverse patient effects were reported.